Event description:
It was reported that the customer went to the emergency room (ER) and/or was hospitalized due to "coma[s]" and a blood glucose (bg) level over 1000mg/dl. The customer alleged that the pump "failed to work"; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.